Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during inspection by the pack manufacturer, white foreign matter was found inside the centrifugal pump. The foreign matter was found in the back chamber of the unit. No patient involvement as this occurred during product inspection.